Event description:
It was reported that there were high left ventricular lead thresholds. The lead is still in use and will be checked at the six weeks post implant follow-up. No patient complications have been reported as a result of this event. This patient was part of the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.